Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the customer¿s modem cable. The modem cable was replaced to resolve the issue. After, observing proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.